Event description:
It was reported that during the puncture, the guide wire blocked in the puncture needle. Another kit had to be used to finalize the procedure (B)(6) 2015 - during decontamination it was noted the guidewire was frayed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a frayed guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one guidewire, one 18ga introducer needle and one 12fr vessel dilator. One tip of the guidewire inlaid the introducer needle and appeared stuck. The inner core wire of the guidewire was broken and the outer coil wire was elongated. Blood reside was abundant within the needle luer hub. Microscopic inspection of the needle bevel revealed damage typical of contact with the guidewire. Following removal of the guidewire from the needle, microscopic inspection of the distal guidewire weld tip confirmed that it had been separated from the inner core wire. The break site exhibited a dully granular texture. Material necking was observed in the vicinity of the break and the break surface profile appeared tapered. Inspection of the segment of the segment of the needle that had previously inlaid the needle cannula revealed fragments of tissue adhered to the outer coil wire. The characteristics of the inner core wire break. Were consistent with tensile failure. The needle bevel damage and tissue residue within the needle cannula indicated that the guidewire was drawn back into the needle, against the bevel, where it became stuck. Subsequent pulling caused the inner core wire to break and the outer coil wire to elongate. The IFU states "do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first." A lot history review (lhr) of reyg1841 showed no...